Manufacturer narrative:
(B)(4). Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent fracture occurred. The target lesion was located in a coronary artery. A 3.00x32 synergy ii drug-eluting stent was advanced but failed to cross the lesion. When the device was pulled back into the guide, it was noted that the stent appeared fractured. No patient complications were reported.